Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 200 mg/dl (aviva) and 108 mg/dl (doctor's meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.